Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. A back-up device was used to complete the procedure without pt or user injuries, or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the sockets and motor assembly.